Event description:
It was reported that a dissection occurred, which required additional intervention. The patient presented as symptomatic with left upper extremity weakness. The lesion was noted to be high. An enroute transcarotid neuroprotection system was selected for a right transcarotid revascularization (tcar) procedure. Access into the common carotid artery (cca) was difficult and required four attempts. A dissection was noted during the first access attempt after placing the arterial sheath but was repaired with a 6.0 prolene suture. The tcar procedure was successfully completed, and the patient passed the post-procedure neuro check. It was additionally reported that the morning following tcar, the patient experienced worsening symptoms of an already weak left upper extremity. A CT scan performed post-procedure initially suggested a new stroke. After further review of the CT scans, the stroke was determined not to be new; the physician stated it was a worsening of the patient's prior stroke in the watershed areas. No intervention was reported for the stroke event. The patient symptoms completely resolved within 24 hours.